Event description:
It was reported that the device was implanted after the use before date.

Manufacturer narrative:
Programmer model 3037, serial # (B)(4), programmer model 3037, serial # (B)(4), lead model 3093-33, serial # (B)(4), implanted: 2011 (B)(6), explanted: unknown, lead model 3093-33, serial # (B)(4), implanted: 2011 (B)(6), explanted:unknown, ins model 3058, serial # (B)(4), implanted: 2011 (B)(6), explanted: unknown.